Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error while the customer was riding a bicycle. The blood glucose reading was 115 mg/dl. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.